Event description:
It was reported that the customer had a button error alarm and moisture damage on her insulin pump. The customer's blood glucose level was 153 mg/dl. Customer stated that she had a button error alarm that she cannot clear. Customer reported that she was wearing the pump in her bra while playing golf. Customer also stated that she was sweating. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.